Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
An office mgr reported that three weeks following an intraocular lens (iol) implant procedure, the iol was exchanged for the same lens model, one diopter difference in power. In a follow up, the surgeon reported the inappropriate lens power was initially implanted, and stated the reason for the event is unk. The event resolved following the iol exchange procedure.